Manufacturer narrative:
H5: imdrf annex a grid: a150301. Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that bd saf-t-intima¿ safety system with removable prn had the tubing separate from the adaptor. The following information was provided by the initial reporter: "patient had an infusion running through the safety intima clysis and it was found to had come apart where the tubing joins the tubing connector. ".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ safety system with removable prn had the tubing separate from the adaptor. The following information was provided by the initial reporter: "¿patient had an infusion running through the safety intima clysis and it was found to had come apart where the tubing joins the tubing connector. "